Event description:
Healthcare worker complained of a sinus condition with the development of "anthema" where disopa solution is used. The worker quit the position and is receiving unspecified treatments on an outpatient basis for the skin condition.